Manufacturer narrative:
The device remains implanted and was not returned for analysis. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised that the critical therapy remains available.

Event description:
It was reported that, during an office follow-up, the programmer had a red screen and indicated the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram. Technical services advised that the original implant date will be lost. A manual setup will get a new date in the device memory. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the tab e. Initial reporter contact information. It was reported that, during an office follow-up, the programmer had a red screen and indicated the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram. Technical services advised that the original implant date will be lost. A manual setup will get a new date in the device memory. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide additional information for the tab e. Initial reporter contact information. The device remains implanted and was not returned for analysis. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised that the critical therapy remains available.